Event description:
The following information was reported: a male patient had a large hematoma in the holding room, unknown amount of time after the close. Per the physician there was significant scrotal swelling per the hematoma. The procedure took place sometime in (B)(6) 2014. Vascular surgery was contacted for consultation. No further information is available at this time.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: the di and pi numbers are unknown as the part number and lot number were not provided.